Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h11. Corrected fields; b5, h6 (he clinical & impact). A getinge field service engineer (fse) tested and examined fault logs and observed numerous ¿iab disconnected¿ alarms. There was no failure was observed, iab disconnect alarm operational to specification. Unit passed all functional and safety tests per factory specifications, returned to customer.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) has a e ¿balloon pump disconnect¿ failure. No injury or harm reported,

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) has a e ¿balloon pump disconnect¿ failure.